Event description:
On (B) (6) 2010, pt reported both buttons on her infusion device are not responding. Pt stated it was first discovered on (B) (6) 2010, while attempting to unlock her infusion device. Pt reported the buttons pop back up when pressed. She stated beeps or melodies are not responding when the buttons are pressed. Pt reported she wears the infusion device in the shower with a protective plastic case and hangs it on a handle. Pt reported on (B) (6) 2010, she ate pineapple for lunch and "thought she gave herself 10 units but when she checked her history she received 20 units". Pt reported she had a blood glucose reading of 75 mg/dl and she "ate a lot of sweet stuff". She stated on (B) (6) 2010, her a.m. Blood glucose was greater than 600 mg/dl and she did not eat breakfast. Pt reported her blood glucose ranged from 215 mg/dl to greater than 600 mg/dl at lunch and dinner. She stated she did not receive any error messages or alarms. Pt reported she attempted to give herself a bolus and was unable to due to the button not responding, so she gave herself a "bolus by priming until it reached the units she wanted to deliver". Pt reported her blood glucose was 399 mg/dl today before lunch. Pt's normal blood glucose range is 150-250 mg/dl. On follow up call on (B) (6) 2010 pt reported she had an elevated blood glucose on (B) (6) 2010 before going to bed because it was time to change the insulin cartridge. She stated other than that, her blood glucose level has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.